Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and severe stomach pain further reported as ¿paritanitas¿. The cause of these events was not reported. On the same day as the onset of the cloudy pd effluent, the patient visited the hospital and was prescribed unspecified antibiotics (doses, frequencies, and routes were not reported). Four days later, the patient experienced severe stomach pain and visited the hospital again because the antibiotics were not working. It was not reported if the patient was admitted to the hospital for the event. Five days later, the patient¿s pd catheter was removed. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.